Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Reportedly, the customer was able to successfully change the cartridge and resume insulin delivery. In addition, the customer received an occlusion alarm during basal delivery. Troubleshooting with tandem technical support was performed, and customer noted the cartridge appeared cracked. Customer's blood glucose level was 200 mg/dl.